Manufacturer narrative:
Complaint confirmed. The returned round burr ar-8400rbe was visually inspected, showing horizontal grooves along the collar of the inner diameter of the outer tube. This is consistent with a site of metal debris production. The caused is undetermined, however among the most common causes for this type of occurrence, are user applied mechanical damage, such as through prying/leveraging of the device against bone or hard tissue during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle joint arthroscopy the device produced metal abrasion. No fragments remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.